Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the inside pouch was already opened. The target lesion was located in the right coronary artery (rca). An opticross imaging catheter was selected for use to visualize the lesion. When the device was taken out from the outer package, it was noticed that the inside pouch was already opened. The device was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device returned with its original pouch (tyvek lidding) already opened. The tyvek has present all seal area on it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the inside pouch was already opened. The target lesion was located in the right coronary artery (rca). An opticross¿ imaging catheter was selected for use to visualize the lesion. When the device was taken out from the outer package, it was noticed that the inside pouch was already opened. The device was replaced with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is stable.